Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. Upon investigation the response buttons were non-functional. The cause for the failure was contamination on the response button switch. The response button covers were missing. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a patient's monitor for an unrelated reason. Upon investigation, a reportable malfunction was found, the response buttons on the patient's monitor were non-functional.